Manufacturer narrative:
The device remained with the patient post mortem and was not returned to boston scientific; therefore, the clinical observations could not be confirmed. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator passed away due to sudden cardiac death. After the patient's death, interrogation of the device was attempted at the crematorium. The post-mortem interrogation was unsuccessful as the patient's body temperature was between 4 and 7 degrees celsius. The patient's wife discussed that shortly before the patient passed away, therapy had not been delivered and beeping tones were noted. A device malfunction was suspected. However, the patient had been evaluated by his primary physician a few days earlier and device measurements had been within normal limits with sufficient battery capacity. The device remained with the patient post mortem and not returned to boston scientific as an autopsy was not performed.